Manufacturer narrative:
The customer was provided a replacement spectrum smart cable. The smart cable was returned to verathon for evaluation. A verathon technical service representative connected the smart cable to a test video monitor and test single use blade. The technical service representative manipulated the returned smart cable for five (5) minutes but could not duplicate the reported image flicker. Since the customer received a replacement smart cable the returned smart cable was scrapped. Corrective action is not required at this time.

Event description:
The customer reported that during a patient procedure, using a glidescope smart cable, the image flickered when the smart cable was manipulated. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.